Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and insulin pump stopped working. The customer also stated that, the meter is not yet linked to pump and found that customer had high blood glucose because her settings are not programmed. The blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.